Event description:
When the doctor pushed the plunger, the exited incorrectly. The lens did not go into the pt's eye.

Manufacturer narrative:
See MDR 1920664-00610 for intraocular lens used with this delivery device.